Event description:
Drive devilbiss healthcare was notified of a complaint involving a rollator by a provider, who stated that "the walker was too large for the patient and she fell using it. Was allegedly injured and hospitalized." There were no details on the type or severity of the injury within the initial complaint. Drive is continuing to try to contact the end user for additional information and will file an update if additional information becomes available.